Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient who was receiving bupivacaine 15.2mg/ml at 2.832 mg/day, sufentanil 200 mcg/ml at 37.27 mcg/day, and clonidine 1,000mcg/ml at 186.3mcg/day via an implantable pump for unknown indication for use. It was reported that the patient had a pump pocket revision due to wound on proximal aspect of pump. Skin grew on back side of pump and doctor stated they had been watching it. The patient came in for refill and found to have wound on proximal portion of pump. The hcp decided to move pump to avoid infection or further skin breakdown. No environmental/external/patient factors may have led or contributed to the issue. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 105 lbs and had a medical history of "ceps".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.